Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Additional contact person: or head nurse, (B)(6). (B)(4). The reported event required medical/surgical intervention to preclude permanent damage to a body structure. The implant was reported to have failed post-operatively. There is no report of device malfunction. A review of the device history record. Device history lot. Part number: 04.110.150. Lot number: h582221. Part manufacture date: 06-mar-201.8 manufacturing location: (B)(4). Part expiration date: n/a. Nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of ti lcp wrist fusion standard bend plate product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device history batch null, device history review this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the valley health medical center from pathology department got a reposition with information from the doctor involved in a case. A titanium wrist fusion standard bend plate was removed and must go to the company for analysis. It is unknown if there was surgical delay. Procedure outcome and patient status were unknown. Concomitant device reported: unk - screws: trauma (part # unknown, lot # unknown, quantity # unknown). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.